Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the left ventricular (lv) lead dislodged and per the physician was likely due to twiddler's syndrome. The lead was explanted and replaced. No further patient complications have been reported as a result of this event.